Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had droplets coming out from the tubing to male luer connection. This occurred during cisplatin infusion, and led to solution leaking on the patient's skin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.